Event description:
The unit was overfilling final containers, based on the following situation: two stations of the unit were being employed to compound 50 identical bags containing 50ml of magnesium sulfate and 200 ml lactated ringers solution. 50ml vials were used as source containers for mgs04. After 47 bags had been compounded, 50 of the 50ml vials had been used. The unit will be returned for eval. No pt involvement was reported.